Event description:
8-140 collimator fell off camera duirng index search. No patient in the room. Incident occurred during qc.

Manufacturer narrative:
Index search is an operation performed without pts by requiring change of collimator. Each time the collimator is changed, user must be careful of audible beeps and red leds (user's guide edition 5.90, page 1-7, 1-7a, 1-8). However, co introduced in new prom a supplemental security to prevent movements if user does not hear the beep and does not see the red leds.